Event description:
It was reported that during a prostate procedure, the fiber cap broke off. The fiber was shooting weird after the cap detachment. The procedure was completed using a second fiber and there was no patient injury reported.

Event description:
It was reported that during a prostate procedure, the fiber seemed to be "shooting the laser weird". The physician asked the technician to put the console on standby as a precaution to forward firing from the fiber. The failed fiber was cleaned twice. When the technician looked at the fiber, it didn't appear to be an issue with the fiber cap. A second fiber was utilized to complete the case and there was no patient injury reported.